Event description:
Senseonics was made aware of a hyperglycemia event where the eversense e3 cgm system provided high glucose alerts but there were differences between sensor glucose (sg) readings and blood glucose (bg) measurement due to possible sensor inaccuracies. The event happened on 12-apr-2026 at around 04:00 am. The sensor glucose (sg) value was 286 mg/dl where as the blood glucose (bg) value was 168 mg/dl. The patient self resolved the event by administering insulin.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.